Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavi) using a large flexnav delivery system. During procedure, a pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The valve was re-sheathed two times due to the implant depth was high. The valve was implanted at a depth of 5.09mm on the non-coronary cusp (ncc) and 5.53 on the left coronary cusp (lcc). After the implant a mild perivalvular leak (pvl) was noted. Post tavi, the worsening of first-degree atrioventricular block (av) was noted. The patient had an unplanned in-patient hospitalization. On (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the perivalvular leak (pvl) and worsening first-degree atrioventricular block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and first-degree atrioventricular block could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient required unplanned hospitalization and subsequently permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.